Event description:
Adaptor used with irrigatoin syringe for hyeteroscope broke apart into several pieces when fluid was pushed through it. All pieces accounted for. No retained pieces in patient. New adapter used without issue. Case continued, no impact or harm to patient.